Manufacturer narrative:
Medron is a contract manufacture and does not own the design of the device and does not sell the device to end users. The seeker product is provided from medron to bd in bulk non-sterile packaging for further processing by bd. When a failure occurs, bd request a manufacturing review from medron. Medron reviews the device history records for the lot numbers provided and summarizes the assessment for bd. In addition to the manufacturing review, medron requests notification from bd if the event is reportable. In this instance, the event was reportable per bd and a MDR is submitted by medron.

Event description:
It was reported that during a treatment of a highly calcified lesion in sfa, the recanalization crossing support catheter was broken in segments. It was further reported that a snare device was used to capture and retrieve all the segments. Reportedly,  there was no further treatment. There was no reported patient injury.